Event description:
It was reported that during a pancreatectomy, the hand switch button didn't work. Another like device was used to complete the procedure. No pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.